Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) packaging was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The vial is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Patient pre-existing conditions, tooth location and duration of placement are irrelevant to this investigation. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1234299. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234299) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
Dr. Indicated the vial was empty, no implant inside.